Event description:
It was reported that the atrial lead exhibited oversensing and noise. The lead was explanted.

Manufacturer narrative:
Final analysis found insulation abrasions at multiple locations. The abrasions are consistent with constant friction with another implantable device.